Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, and nonconformances could not be completed. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, and nonconformance's could not be completed. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, upon placement of the anchor and removal of the trocar, the anchor stayed in the patient and the sling portion broke off.